Manufacturer narrative:
(B)(4): the reported description notes there was an issue involving the monitor's alarms. The local philips staff adjusted and tested the monitor, and it passed the testing. At this time, further details involving this report is unknown. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description notes there was an issue involving the monitor's alarms. At this time, further details involving this report is unknown. No patient harm was reported.